Event description:
Caller states, the pt tested 333 mg/dl on the aviva system and was given 10 units of insulin based on this result. A lab was drawn at the time of the aviva system result, prior to pt receiving insulin, and returned as 117 mg/dl. The lab returned after the insulin was given. An hour later, the pt tested 32 mg/dl on the aviva system and drank juice and was given d5 lr. Requested return of suspect system and replacement was sent.